Manufacturer narrative:
Section h4 (device mfg date) was updated, based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor kit was reviewed and the dhrs showed, the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened. And a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A caregiver reported, the freestyle libre 2 sensor detached prematurely. And due to this, the customer required treatment of glucagon. There was no further information provided. As the caregiver refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the freestyle libre 2 sensor detached prematurely, and due to this the customer required treatment of glucagon. There was no further information provided as caregiver refused to provide additional information. There was no report of death or permanent injury associated with this event.